Event description:
It was reported the impedances were all within normal limits prior to operation. The operation was due to normal battery depletion. High impedances of greater than 4,000 ohms on unipolar pairs one, two, and three were seen during operation. Increasing the test stimulation voltage to 3.0 v, cleaning the lead, and drying the header block did not resolve the issue. The setscrew was properly tightening. No lead fractures were noted. Replacing the stimulator resolved the issue. The patient felt stimulation after the operation and everything was fine.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v380845, implanted: (B)(6) 2010, product type lead. (B)(4).